Manufacturer narrative:
The customer's complaint of leaks on item kl-va201u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown. Corrected information can be found in h6 component code.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event occurred on an unspecified date involving a chemosafelock vial adapter reported that there was leaking. There was unknown patient involvement and unknown patient harm/adverse event reported.